Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a competitor that during a routine device replacement procedure for elective replacement indicator (eri), the patient experienced asystole when the device stopped ventricular pacing when the physician disconnected the right atrial lead. The ventricular lead was disconnected from the device and connected to the analyzer, and ventricular pacing resumed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.